Event description:
It was reported that the mega needle driver instrument cable was broken prior to starting a da vinci surgical procedure. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the grip cable was broken at the distal idlers. The idler pulley spun freely and was undamaged. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed there was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found.